Event description:
Per the clinic, the patient experienced decrease in performance as well as pain with stimulation; the issues could not be resolved. The device was explanted (B)(6) 2015, and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).